Event description:
The complainant alleged that a gear clamp was leaking.per independent repair center statement, the unit was low o2 or yellow light. The key failure was gear clamp on manifold was leaking.